Event description:
It was reported that during a ptca/stent procedure of the lad, after deployment of a tetra stent, a perforation was observed mid stent. Several forms of medical treatment were administered to the pt; however, the pt subsequently died. The physician is not indicating the device as the cause of the perforation or death of the pt- it is related to the "risk of the procedure".